Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The doctors assistant levered on the retractor too hard and broke the retractor.

Manufacturer narrative:
Examination is not possible as the instrument associated with this report was not returned. A complaint database search finds no other reports against this product/lot combination. Additionally, a two year database search against this product code finds no other complaints for any reason. The investigation is unable to determine a root cause with the information available. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.